Manufacturer narrative:
(B)(4). Additional information: the homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed, along with all of the electrical testing. The fluid volumetric accuracy test was performed and the device failed; therefore, pal performed a more detailed inspection of the door assembly. The inspection showed that there was an insufficient amount of copper mesh. The device could not deliver an accurate amount of fluid due to the insufficient amount of copper mesh resulting in the volumetric accuracy failure. The door piston was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the volume accuracy test. The device failed during evaluation with no patient involved.